Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt malfunction post implantations.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 170mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated for about 24 hours. The valve was tested for programming. With programmer 82-3126 with serial number 1428, passed the test. The valve was flushed, passed no occlusion was noted. The valve was leak tested, only leaked from the needle holes. The bactiseal catheters were irrigated, no occlusions were noted, the valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3182 with lot ctnccn, conformed to the specifications when released to stock on the 8th january 2016. Review of the history device records confirmed the catheters product code 82-3072 with lot cvbcdk, conformed to the specifications when released to stock on the 4th february 2016. The root cause reported by the customer could not be duplicated, the valve functions. No problem was found with the bactiseal catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.